Event description:
The customer reported that the unit has an error code message of machine and proximal pressure sensors failed. Through follow-ups with fse, there was no patient involvement reported.